Manufacturer narrative:
The complaint of a subcutaneous catheter leak is confirmed, user-related. During functional testing a small pinhole leak was observed emanating rom catheter. The pinhole leak is located at the 10 cm depth marker. The leak site was only observed during hydraulic pressurization. The leak may be the result of inadvertent contact with a needle or some other sharp instrument. The product instructions for use (IFU) warns the user to "avoid accidental device contact with sharp instrument..." Had the damage occurred during the mfg process, it would have been noted during both the manufacturer's leak test and when the user purged the air from the catheter prior to attempting insertion. The damage found on the catheter contains features that are consistent with sharp instrument damage. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
When infusing catheter, there was leaking at the insertion site. When catheter was removed there were two holes at 10 cm and 12 cm in catheter.